Event description:
Additional information received from the author stated that at the end of 2014, the patient's health care provider had indicated that the "situation was better" but the author was unsure if the patient had fully recovered. It was noted that there were no observed device malfunctions and the device had not been explanted. The author also noted that the event had occurred in 2013.

Event description:
Nicastro, n., ghika, j., pollak, p., horvath, j. Pseudobulbar palsy due to deep-brain stimulation of the thalamic ventral intermediate nuclei. Clinical neurology and neurosurgery. 2015;133:61-63. Summary: essential tremor is the most common tremor disorder and is characterized by a symmetric postural and kinetic tremor of the upper extremities, with possible implication of head, lower limbs and voice. This condition can be associated with marked impairment and medications (mainly beta-blockers and primi-done) achieve moderate improvement. Since the late 1990s, ventral intermediate nucleus of the thalamus (vim) deep-brain stimulation has largely replaced thalamotomy as the intervention of choice for drug-resistant disabling essential tremor. Reported event: one (B)(6) male patient underwent bilateral thalamic ventral intermediate nucleus (vim) deep brain stimulation (dbs) for essential tremor in 2011. Intra-operative micro- and macro-electrode recordings were performed and no side effect such as dysarthria was noted. Tremor was totally abated for the first few months, but its progressive reappearance justified increasing the stimulation voltage. Simultaneously, the patient noticed a lack of emotional control, with sudden bursts of laughter without any reasons. This phenomenon occurred whatever the situation was, but particularly while eating. The patient could also rarely cry. In addition, he experienced speech and swallowing difficulties, as well as postural instability. These symptoms worsened with successive increases of stimulation voltage and frequency. Bipolar, monopolar stimulation with larger pulse width, and interleaving stimulation were tried, without suitable therapeutic window, as the patient unfortunately experienced either pseudobulbar symptoms or reoccurring tremor. At admission, each contact of both electrodes was assessed separately for their efficacy on tremor and for side effects with a pulse width of 60us and frequency of 180hz. Position of the electrodes was also assessed by using postoperative brain MRI and the schema of guiot. The reporter stated that the targeting of both electrodes was considered satisfying. A progressive and significant decrease of the contralateral postural hand tremor and head tremor was noted by stimulating any contacts with increasing voltages. However, dysarthria and ataxia worsened with increasing stimulation intensities. In this regard, the contacts inducing the most severe symptoms were #0 on the right side and #2 and #3 on the left side. The electrode contacts with the best therapeutic window were #1 both for the left and right sides. With voltage higher than 2.0v on the right electrode (contacts #1 and #2), the patient experienced sudden fits of laughter, especially while eating. On the left electrode, a similar phenomenon appeared with contact #3, but over 4.0v. The threshold for visible contraction of the contralateral lip was higher, between 3.6 and 4.2v for the left electrode and 4.3 and 4.8v for the right electrode (for both sides, the lowest threshold was obtained using contact #1). By switching the stimulators off, the patient had a severe rebound tremor of all his body, which was not tolerable for more than one minute. However, speech was more intelligible and pseudobulbar affects were absent. The reporter thought that this stimulation-dependent pseudobulbar palsy could be attributed to stimulation diffusion from the vim nucleus to cortico-ponto-cerebellar fibers, whose frontal and sometimes parietal portions are located medially to the corticospinal tract. The reporter also stated that the need for increasing the stimulation parameters over a short period was probably due to the development of a stimulation tolerance. After the hospitalization, the patient did not tolerate turning the stimulators off at night to prevent tolerance, but noticed a slow and progressive improvement of the pseudobulbar palsy with a progressive lowering of the current intensities. The source literature included the following device specifics: implantable neurostimulator activa sc model 37602 and lead model 3387 further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about additional information regarding the reported events. Concomitant product: product ID 3387, lot # unknown, product type lead. (B)(4).